Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the charred fuse component on the alternating current inlet of the power supply occurred due to using a fuse that had the incorrect specifications with the wrong ampere. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿¿ never use a fuse other than the fuse model designated by olympus. Otherwise, malfunction or failure of the light source may cause a fire or electric shock hazard. ¿ be sure to turn the light source off and unplug the power cord before removing the fuse box from the light source. Otherwise, fire or electric shock may result. ¿ if the power fails to come on after replacing the fuses, unplug the power cord immediately from the ac mains power inlet and then contact olympus. Otherwise, electric shock may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, worn out scope socket/poor connection, tank holder bent, front panel mouth damage, and lens base crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that three blown fuses were observed with the evis exera ii xenon light source after six hours of use during preparation. There was no patient harm or user injury reported due to the event.